Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for evaluation. Visual inspection of the returned provisional found signs of repeated use and a fracture on the medial side of the post. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on an unknown date, the tibial articular surface provisional was fractured during inspection prior to reprocessing. There was no patient involvement.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that a tibial articular surface provisional was returned to zimmer biomet fractured. It is unknown when or where the instrument fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.